Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was oversensing noise which led to pacing inhibition with a period of asystole of greater than two seconds. The noise caused the patient to go into ventricular tachycardia, which was successfully treated by three anti-tachycardia pacing and a shock which terminated the episode. No intervention has been performed at this time and the device continues to remain implanted and in service. No adverse patient effects were reported.